Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower biometric identifier was not working, password did not allow the user to log in and displayed the message unable to authenticate. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier was working normally. A technical support specialist dialed in and verified no bio ID errors on the station. No response received from the customer. The system functioned as intended after the technical support specialist verified the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower biometric identifier was not working, password did not allow the user to log in and displayed the message ¿unable to authenticate.¿ the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.